Manufacturer narrative:
(B)(4) date sent to the FDA: 11/17/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2016 and the mesh was used. During the procedure, while tacking the mesh to the peritoneum of the abdominal wall, both mesh layers tore. The torn part of the mesh was removed from the patient and discarded. The torn mesh was secured with unknown suture and the procedure was completed with no patient consequence. No further information is available.

Manufacturer narrative:
Sales rep. Added that the mesh literally tore at the edge and while attempt to tack the mesh the strap went right through the mesh. Sales rep. Added that the surgeon left the mesh in the patient and used another mesh on top of that mesh. Rep. Reported no consequence to the patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.